Event description:
Caller reported blood glucose results of 311 mg/dl on advantage system 1, 119 mg/dl on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Event description:
It was reported that the device was explanted due to a reset anomaly.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported field event could not be confirmed. Upon receipt, the device interrogated normally. Programmer printouts were received from the field. Review of the device image and printouts did not show any alerts for a device reset. The device's functionality was tested on the automated electrical system. No anomalies were found. The device's functionality is normal.